Manufacturer narrative:
On (B)(4) 2008, the sodium quality control (qc) was stable. However, on (B)(4) 2008, the low sodium issue recurred. Service was requested, however, the info is not available. Root cause was not determined. This reportable event was identified during a retrospective review conducted between jan 1, 2008 and oct 23, 2010 of complaints for add'l reportable events. This MDR represents event 41 of 41 reported by this customer.

Event description:
The customer contacted beckman coulter, inc (bci) to report low sodium test results were obtained when using the unicel dxc 800 synchron clinical system. The initial erroneous result was reported out of the laboratory. While there is no report of adverse event or serious injury related to this event, it is unk whether there was a change to pt mgmt. This is event 41 of 41 reported by this customer. This MDR was filed for an event similar to the event that occurred on (B)(6) 2008.